Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Mfg site name - freudenberg medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter even after the handle was shook. After rotating and shaking the device, the clip came off and would not open again. The procedure was completed with another resolution clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg site name - freudenberg medical. Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was jammed onto the bushing. The prongs were locked into the capsule and a kink was noticed in the control wire. The yoke was stuck onto the bushing and the over sheath assembly was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter even after the handle was shook. After rotating and shaking the device, the clip came off and would not open again. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.